Event description:
It was reported that the pump exhibited a message error that the syringe is not correct. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received on 05-dec-2022 via email and attached to complaint object: patient details are not available; the outcome of the event is unknown; it is unknown if a medical intervention was required; it is was unknown if the event resulted in patient harm.

Manufacturer narrative:
Other, other text: device evaluation: visual inspection performed and found crack on right plunger case, missing rubber feet also non-OEM top case and battery were found with device. Event history log showed invalid syringe size. Unable to duplicate the invalid syringe size during syringe test and the reading of both qc slugs within the required specs. Customer might have used the wrong syringe which is not configurate for the device. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.